Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down keypad is worn. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted 1/10/2013, follow-up #1. The device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. All buttons respond normally, the keypad was intact and was removed for examination, no contamination or damage was found to the button's contacts. Keypad flex/connector was inspected with no defects as well.